Event description:
It was reported that there was possible mold contamination of an interlink solution set. The customer stated that mold was observed on a lever lock that was packaged with the set. This was found when the product was on an operating room cart before patient use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Catalog number - the customer reported that the product code of the device was either 2c7452 or 2c6401. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.